Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the cuff was loose; therefore, the component was removed and replaced with a smaller one. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The component was visually inspected and tested for leaks. No damage or abnormalities were noted, and no leaks were identified; therefore, the reported clinical observations of cuff too long and device not working properly could not be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the cuff was loose; therefore, the component was removed and replaced with a smaller one. There were no further patient complications reported.